Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a broken force sensor and motor errors from the insulin pump. The customer's blood glucose reading was 221 mg/dl. The customer was advised that the alarm could be caused by high magnetic field. The customer stated that they were playing with magnetic toys. The customer was advised to disconnect the pump and run the load reservoir and fill tubing process. The customer stated that the alarm did not occur. The customer was advised to check the error table. The customer stated that the alarm could be caused by a site issue.